Manufacturer narrative:
The device was returned to for repair. A visual inspection and functional test were performed. Top and bottom cases are in excellent condition. Barrel clamp assembly was disassembled and missing tapered spring. No visible contamination. Both seals were removed. Unable to duplicate the acu watchdog failure or primary audible alarm post error at power up that was reported by the customer. Replaced speaker and main board as preventive measure and performed self test/occlusion test. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Pump is over 6 years old.

Event description:
It was reported that a acu watchdog failure alarm was experienced.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). Additional information event history log (ehl) findings: a review of the event history log identified primary audible alarm post and also acu watchdog as sympathy alarm found in history.corrected data: d4 model number changed to 3500.